Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding dripping sit that occurred on (B)(6) 2022. A leaking sit has the potential for exposure to biohazardous material. After se repairs, the instrument was functioning as expected with no further leaks, and no customers or patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 659180. Date range from 05oct2021 to date 05oct2022. Manufacturing device history record (DHR) review: DHR part # 659180, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 2 complaints related to the issue of a fluidic leak where the cause could not be determined for part # 659180; date range from 05oct2021 to date 05oct2022. Returned sample evaluation: a return sample was not requested for evaluation because the replaced parts are not returnable and were discarded. Service history review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: 648743 - switch vacuum 8.8 psiv preset, 64551667 - pcb assembly fluidic field service, 647939 - p2 aspirator pump. Work order notes: subject / reported: sip dripping after after a tube is removed from mtlp problem description: customer reports sip dripping after a tube is removed from mtlp work performed: 07/10 full verification. The p2 pump and the vacuum sw are changed. It is verified if there are obstructions in the inlet and outlet pipes of the pump as well as in the pipe that goes to the sit ¿ok. The pump input voltage is measured but not active. Pcb is ordered 10/14 fmb pcb exchange. Full firmware download. Fluid calibration. Flush sit test¿ok. Beads pass with improvement of cvs and channels. Cqc and pqc pass at ruo and clinical. Everything ok. The instrument performs well according to bd specifications cause: customer reports sip dripping after a tube is removed from mtlp solution: 07/10 full verification. The p2 pump and the vacuum sw are changed. It is verified if there are obstructions in the inlet and outlet pipes of the pump as well as in the pipe that goes to the sit ¿ok. The pump input voltage is measured but not active. Pcb is ordered 10/14 fmb pcb exchange. Full firmware download. Fluid calibration. Flush sit test¿ok. Beads pass with improvement of cvs and channels. Cqc and pqc pass at ruo and clinical. Everything ok. The instrument performs well according to bd specifications labeling / packaging review: n/a. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. Hazard ID #: (B)(4). Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the potential causes could not be determined since there were many different repairs performed. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause could not be determined. In response to the customer¿s complaint regarding a dripping sit (sample injection tube), the fse (field service engineer) went onsite and confirmed the issue. The fse replaced the p2 pump (647939 - p2 aspirator pump) and the vacuum switch (648743 - switch vacuum 8.8 psiv preset), and confirmed that there were no obstructions in the pump or sit pipes. Since there was no active pump input voltage after these replacements, the fse also replaced the fluidic motherboard pcb (64551667 - pcb assembly fluidic field service) and performed a full firmware download and fluid calibration. After these repairs, the instrument was rebooted, retested, and found to be functioning as expected with no further leaks. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leak could have potentially caused exposure to biohazardous material, the customer confirmed that there was no physical contact with the leaked fluid nor was any medical treatment performed. Therefore, no one was injured or harmed due to this issue. Bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 172 indicates to wear suitable protective clothing, eyewear, and gloves to prevent transmission of potentially fatal disease from biological specimens. Moreover, proper daily and monthly cleaning procedures to help with troubleshooting can also be found under ¿maintenance¿ in the IFU starting page 166. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer seeing a dripping sit could not be determined. The fse confirmed the issue and performed a series of repairs including replacing the vacuum switch, p2 pump, and fmb pcb, fluid calibration, and full firmware download. Due to the many repairs, it could not be concluded what the exact root cause was, but after the repairs, the instrument was rebooted, tested, and functioning as expected with no further leaks. No one was harmed or injured due to the leak. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.

Event description:
It was reported that while using the bd facslyric¿ that the sip was dripping after a tube is removed from mtlp. The following information was provided by the initial reporter: customer reports sip dripping after a tube is removed from mtlp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that the sip was dripping after a tube is removed from mtlp. The following information was provided by the initial reporter: customer reports sip dripping after a tube is removed from mtlp.